Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The fse that performed the pm replaced the batteries and performed full functional and safety checks to meet factory specifications. The unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) on the cs300 intra-aortic balloon pump (iabp) by a getinge service territory manager (stm), the battery runtime test failed. There was no patient involvement and no adverse event was reported.